Manufacturer narrative:
Other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The date of the event was approximately (B)(6) 2017. It was reported that 2-3 weeks ago the patient began experiencing severe headaches, low back pain and sensitivity to light. The intrathecal baclofen (itb) trial went well back when that was done with no side effect to the itb. The patient does not have typical itb withdrawal symptoms. The staff at the emergency department (ed) were not convinced there was a cerebrospinal fluid (csf) leak. The staff said they don't like catheter dye studies because you really can't tell anything from doing that. There were no reservoir volume discrepancies but there was some resistance when aspirating through the catheter access port (cap). The patient was scheduled for exploratory surgery on (B)(6) 2017 to determine what the issue was. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. Per the physician¿s operative note there was no obvious cerebrospinal fluid (csf) leak. When the catheter was disconnected from the pump, csf was dripping, but slowly. When the pump pocket was opened, 5 cc of clear fluid was seen and sent to lab to determine if it was csf. The result was negative, the fluid was not csf.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2010, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient had a catheter revision at the healthcare providers request. The pocket was opened, the catheter was disconnected, and had good flow of cerebrospinal fluid (csf). The pump pocket had clear fluid in it and was sent off for testing. It was confirmed the fluid was not csf. The catheter was aspirated through the catheter access port successfully. The catheter was replaced even though all troubleshooting showed the existing catheter was working properly. During the priming bolus of the new catheter a rotor study was conducted and was successful. The old catheter was cut in the spinal pocket and tied off. The remaining portion of the catheter was being sent in for examination. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via saol. The female patient¿s age was (B)(6). Race is caucasian. Height 66 inches. Weight (B)(6). The pump was delivering gablofen 2000 mcg/ml; 250 mcg/24 hours. Initial start date was (B)(6)2010 at initial implant. Lot number 2138-108 expiration date 08/18. Ndc(B)(4). The headaches were much improved after surgery. The headache that remains is premorbid. The low back pain was ongoing since spring and was possibly related to an ill-fitting wheelchair. Sensitivity to light was resolved after surgery. Severe spasticity and clonus bilateral full legs resolved after catheter replacement. On (B)(6)2017 fluid was found in the pump pocket during surgery and was sent for analysis and was negative for beta 2 transferrin (csf, cerebrospinal fluid). A complete intrathecal baclofen (itb) catheter replacement was done. The old catheter was tied off. Medical history prior to the use of baclofen was spastic tetraplegic cerebral palsy with itb treatment since 2010 with stable dosing since 2012. The pump was replaced for end of battery life (B)(6)2016 but the catheter was not replaced. The patient developed sudden severe headache with severe spasticity and clonus mid-(B)(6)2017. The patient was hospitalized. The date of admission was (B)(6)2017 for surgery to replace the catheter. The patient was discharged (B)(6)2017. The admitting diagnosis was cerebral palsy, suspected failure of intrathecal catheter. Per clinic notes, the date of service was on (B)(6)2017. Vitals: pulse: 96 beats per minute, respiration: 12 respirations per minute, temperature: 37.00 °c (98.6 °f). Drug allergies/ adverse reactions: amoxicillin: rash; hives. Medications: baclofen (lioresal) intrathecal 2,000 mcg/ml solution, 165 microgram(s) intrathecally as directed via continuous infusion. Gabapentin 100 mg capsule, 2 capsule(s) by mouth three times daily pediatric multivitamin (gummy swirls), 2 once daily, tramadol 50 mg tablet, I tablet(s) by mouth every eight hours completed: cefdinir 300 mg capsule, 2 capsule(s) by mouth once daily, ketorolac intramuscular,office administered 60 mg/2 ml solution, 60 milligram(s) intramuscularly once for I doses, nabumetone 500 mg tablet, I tablet(s) by mouth twice daily take with food or milk. The reason for visit was increased spasticity and headache. History of present illness: spastic quadriparetic cerebral palsy. She has severe spasticity managed by an intrathecal baclofen pump. Both father and mother, as well as the patient were convinced there was something wrong with either the baclofen pump or the baclofen catheter. The patient complains primarily of headache including vision disturbance. It was constant and did not go away when she lies down. It sometimes keeps her awake at night. She also notes increased spasms in her legs that she finds uncomfortable. She has not been attending school. There have been concerns regarding csf leak; however, today she does not describe a headache consistent with that and that it is constant, continuous and does not matter whether she is lying down or sitting up. Her low back pain she describes as over the catheter area. She has had chronic low back pain and was prescribed a new wheelchair which is in process, but she has not yet obtained this, so we cannot tell if the new wheelchair will have any impact. Concerns (B)(6)2017: frontal headache, leg spasms to the point where it wakes her up at night, right-sided low back pain in the area where "tube is connected." No hospitalization or surgeries since last office visit. Imaging: lumbar spine magnetic resonance imaging (MRI): right thoracic curve with otherwise a little more prominent degenerative changes involving the endplates within the apex of the curve as well as encroachment upon the thecal sac as well as the spinal cord is noted. There is some mild remodeling to the spinal cord although the hcp did not see any obvious myelopathic changes within the cord or significant central spinal canal stenosis. There may be just some very minimal soft tissue signal changes adjacent to the spinous processes at the apex of the curve to the right of midline but nothing which appears to be pathologic and there are no localized fluid collections or gross bony destructive changes. The changes may be due to some localized inflammation and/or strain due to the patient's curve." Date (B)(6)201 7. Thoracic x-ray. "Right thoracic curve. Twelve paired sets of ribs are noted with a right thoracic curve with the apex at thoracic 11. Catheter is noted projecting to the thoracic 10 vertebral body level which is unchanged compared to the prior study. The hcp did not see any paraspinal soft tissue masses. The cardiac silhouette appears of normal size. Thoracic alignment appears to be normal with the exception of the curve. The disc spaces as well as endplates appear normal though there is some minimal spurring along the endplates. No compression fractures are noted and the posterior costophrenic angles otherwise appear to be clear." Date - (B)(6)2017. Lumbar x-ray. "Right thoracolumbar curve is again noted with a little more focal degenerative spurring involving the lower thoracic endplates. There is otherwise no bony destructive change or obvious collapse." Date - (B)(6)2017. Thoracic/lumbar x-ray. Date - (B)(6)2017. Head CT (computed tomography). Date · (B)(6)2017. Current or past therapies: physical therapy, aqua therapy, braces: bilateral afo (ankle-foot orthosis), (B)(6) 2014. Equipment: manual wheelchair - custom seating system. Trial of power wheelchair. Osteoporosis risk factors: calcium and vitamin d supplement. Yes, multivitamin. Last vitamin d level· (B)(6)2016, 29 ng/ml. Patient is not interested in a vitamin d level. Ambulation status - nonambulatory. Second hand smoke exposure - yes. Osteoporosis specialist - no. Past medical history: previous medical concerns/chronic medical issues: delivered at 20 weeks' gestation with a course complicated by periventricular leukomalacia followed by eventual development of a spastic diplegia with superimposed left hemiplegia. History of cerebral palsy due to prematurity. She has an indwelling baclofen pump. Spasticity with truncal hypotonia and spasticity of the lower extremities. Hospitalizations: (B)(6)2008 for hardware removal. (B)(6)2010 for placement of baclofen pump.(B)(6)2005 for orthopedic surgery. Surgeries: placement of intrathecal baclofen pump and catheter, (B)(6)2010. Derotational osteotomies with a bilateral pelvic osteotomy, bilateral psoas muscle lengthening, and multiple hamstring and adductor releases in (B)(6) 2005. Removal of hardware on (B)(6)2008 without complications. General: the patient is observed both sitting her wheelchair and lying in bed. She actually seems less uncomfortable than the last time the hcp saw her. She describes her symptoms, but does not have any observed pain behaviors whether sitting in the wheelchair or supine. She notes she does have a headache currently, but no vision disturbance. Musculoskeletal: she does not have any discomfort to palpation of her back. There is no observable abnormality. Her tone in her legs is increased and she has sustained clonus with sudden movement at either the knees or ankles bilaterally. Deep tendon reflexes are grade 3 at the patella, this is a change since last observed in july. Wheelchair: she does have a manual wheelchair with good seat cushion, she does not use a lap tray any longer, although the extensions for the lap tray are still on the wh wheelchair. She has a tension seat back that is on the upper lumbar height. When she sits in it, she sits in a kyphotic and scoliotic position. She needs help with moving her legs. She can transfer with a stand-pivot transfer, upper limbs: right upper limb has normal strength, range of motion, and fine motor skills. Left upper extremity has grade 4 strength proximally and grade 3 at the fingers. She does have some dystonic posturing of the left hand. Skin: there is no fluid areas over either the pump site or the tubing site and she is not tender to palpation there. Procedures: date of service: (B)(6)2017. Catheter access port access: the catheter access port was found. A small amount of bloody clear fluid is obtained, about I cc with persistent traction on the syringe. This is sluggish response. Pump status before update drug: gablofen concentration: 2000 mcg/ml; dose: 250 mcg/day. Estimated reservoir volume: 28.7 actual reservoir volume: >20. Assessment: suspect failure of intrathecal baclofen catheter. Spastic quadriparetic cerebral palsy. Intrathecal baclofen pump complications. Back pain. Headache. Clonus. Lan: discussed with neurosurgeon on call, that the hcp suspected that there is a catheter blockage or kink that is causing symptoms. The neurosurgeon came down to discuss with the patient and surgery for exploration and replacement of the catheter is scheduled for monday morning, (B)(6). Valium 2 mg 3 times a day was prescribed. Bolus refill catheter was not programmed as there was significant resistance to withdrawal. Anticipate there is a possibility of increased withdrawal symptoms over the next 36 hours. Discontinue: nabumetone 500 mg tablet. New/represcribed: diazepam 2 mg tablet: I tablet(s) (2 mg) by mouth three times daily. Office administered: discontinue: ketorolac intramuscular 60 mg/2 ml solution.

Manufacturer narrative:
Analysis of the partial catheter received revealed no significant anomaly. Analysis identified a tear in the inside sealing surface of the sutureless connector (sc), near the guide ring which did not affect the functionality of the catheter. Upon visual inspection, analysis also identified markings on the retaining fingers in the cup of the connector. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The catheter was returned. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer's representative on the paper work returned with the catheter. It was reported that the catheter was explanted and replaced on (B)(6) 2017. The device was used in the patient and was intended for treatment. It was reported that the reason the catheter was removed was a break/tear/hole, and other - unknown, possible break/tear but unconfirmed. It was unknown if the patient experienced a loss of therapy. A rotor study was performed. A dye study was not performed; it was noted that the healthcare provider did not want a dye study. It was reported that the catheter appeared to work correctly, but the patient had returning spasticity, so the catheter was replaced to rule it out as the cause. There was no patient death related to the event. It was indicated that no patient injury occurred, and the patient recovered without sequela. No further complications were reported/anticipated as a result of the event.